Event description:
The customer contact reported the flow regulator was inadvertently left in the open position; subsequently, the pt rec'd more medication than intended. The pt was receiving an unspecified concentration of heparin. It was reported that while preparing to send the pt to the MRI dept, the pt became entangled in the tubing set. At this time, the first nurse removed the tubing set from the infusion pump. Reportedly, "a little later," a second nurse asked for a new bag of heparin for the pt. At this time, the first nurse noted that the infusion bag was empty. The first nurse indicated that, "I do not know if I pulled the pin out or not. It is my error I think." The physician notified and a "stat ptt" was drawn. The infusion was discontinued. There were no reported adverse pt sequelae. Therapy was resumed the next morning. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded.